Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a self-check failure during preparation to implant. A backup console was used, and there was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Console logs from the reported day of event are consistent with complaint and show that console failed initial boot-up (system check failure), and then restarted, however the issue - manifested as sau_powermod_2 communication loss - remained unresolved. Analysis of the console logs prior to that date revealed that this issue first manifested itself already, immediately after the console came back from pm work. The corresponding fsr document confirms that console housing had to be opened to perform necessary work on the console (hardware upgrades). Inspection of the console revealed that a communication cable between pbm and 4-in-1 carrier has not been fully inserted into j13 port on the pbm, which resulted in intermittent (or loss of) communication. Per the results of the clinical review and investigation, the root cause was determined to be a loose connector. This report is being filed as part of a retrospective review of historical records.